Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose ranged from 75-200 mg/dl. Reportedly, the customer replaced the cartridge and continued insulin therapy.